Manufacturer narrative:
One hook, crochet was received for evaluation and visual inspection of the device confirmed the defect that the shaft tip was broken at beginning of radial bend at the distal end of device. No visual damage from misuse was evident and the device met all dimensions and material specifications. The cause of failure could not be determined.(B)(4).

Event description:
During the instability procedure, the physician broke the product when he was drawing the anchor wire. The surgeon did not find the needle tip that broke within the patient. Probably, it remains inside the patient. The physician said that this fact did not have any risk to the patient. It was not removed. There were no reported patient injuries or complications.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).